Event description:
A malfunction alarm was reported with an associated code of malf 0. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted the customer with resetting the device, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.